Event description:
A malfunction was reported on the customer's pump, which was confirmed not to be related to any notable events prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support was involved to complete a form on behalf of the customer due to a field correction notice and arranged to send a replacement pump with updated software. The customer was advised on using a backup therapy and instructed on necessary steps for handling the replacement process, including returning the defective pump.